Event description:
Following a diagnostic procedure, an angio-seal device was placed in a patient's right groin. Immediately following deployment of the device, the patient was found to have an acutely ischemic right lower extremity without dopplerable pulses. The pt was taken to the operating room where the device was identified as having been partially deployed within the patient's vessel. The vessel was noted to have moderate, nonobstructing plaque in the area of the device deployment; and embolectomy and endarterectomy were performed with removal of the angio-seal. Following this procedure the patient's posterior tibial and dorsalis pedis pulses were noted to be 2+. The pt was discharged home the next day, and as of 04/17/1998 there has been no further report of complication or pt sequelae made to the MFR.